Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The event occurred during dwell seven of seven. The patient was connected at the time of the alarm. The patient stated that the connection was loose on the final bag. The technical service representative advised the patient to disconnect using aseptic technique. There was no patient injury or medical intervention associated with this event. No additional information is available.